Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report that on (B)(6)2014, the sensor wire detached from the sensor pod. At the time of contact, patient did not report any injury or medical intervention.